Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed; however, the modular cable was determined to have been unrelated to the cause of the event. The returned modular cable (lot number 8134577) was functionally tested and was found to perform as intended, even when the cable was manipulated. Electrical continuity testing of the modular cable found no discontinuities or shorts. Available information indicates that the patient accidentally partially cut their pump cable, and damage to the system controller that would have resulted from a cut in the driveline was observed (these findings have been addressed via the pump¿s and controller¿s investigations respectively). The patient¿s controller and modular cable were simultaneously exchanged to resolve the alarm, and the patient was asymptomatic at the time of the event. The root cause of the reported event was not correlated to an issue with the modular cable. Review of the device history record for the modular cable, lot number 8134577, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The second power conductor was still active. Submitted images showed damage superior to the modular cable connector that appeared to be around 2 inches from the exit site.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cut their driveline on the left ventricular assist device (lvad) pump cable above the modular cable while attempting to cut their rescue tape, which was previously placed. The patient was asymptomatic but reported having driveline power fault alarms. The log files were submitted for review by tech services (ts). Following review by ts, there appeared to be a system controller internal fault associated with an (f3) ocp_b_open and a driveline power fault associated with an (f5) pwr_b_broken. Ts stated the log files may have indicated a short, which caused one of the fuses to open in the system controller. It appeared the motor function was not affected. The system controller and modular cable were both replaced, which resolved the alarms. The patient was admitted overnight on (B)(6) 2024 to continue monitoring for any alarms. The patient reported there were no alarms following their discharge on (B)(6) 2024. The patient returned to clinic on (B)(6) 2024 and new log files were sent for evaluation. Following evaluation of the log files by tech services, it appeared there were routine events and that both the ventricular assist device (vad) and peripheral equipment appeared to have functioned as intended since the modular cable and system controller were exchanged.